Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A young woman with shone's syndrome had this 21 mm sjm regent mechanical valve implanted on (B)(6) 2006. On (B)(6) 2015, the patient presented with symptoms of a tia and stemi in the presence of an inr of 1.3. On fluoroscopy there was the appearance of decrease leaflet opening without an elevated valve gradient. The patient was treated with thrombolytics and is now reported to be doing well.